Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user had a trauma to the implant site five or six years prior. It has been also reported that the user had air around the implant location, which had been found after a medical check. The air around the implant has been observed after the trauma but that was not necessarily caused by the trauma. The recipient did not experience any problems with the hearing performance; however, in situ measurements showed channels with high impedance. There were no further steps considered by the clinic or by the user back in 2021, as she had no changes in hearing performance. However, as per information received (B)(6) 2023, the user's hearing benefit is not sufficient anymore and a reimplantation surgery is being considered.the user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a trauma to the implant site five or six years prior. It has been also reported that the user had air around the implant location, which had been found after a medical check. The air around the implant has been observed after the trauma but that was not necessarily caused by the trauma. The recipient did not experience any problems with the hearing performance; however, in situ measurements showed channels with high impedance. There were no further steps considered by the clinic or by the user back in 2021, as she had no changes in hearing performance. However, as per information received (B)(6) 2023, the user's hearing benefit is not sufficient anymore and a reimplantation surgery is being considered.